Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. Additionally, (b3) date of event was added and (h4) device manufacturer date was added. According to the customer, there were no patients with procedures involving the subject device that displayed signs or symptoms of an infection, or any patients treated prophylactically with antibiotics because of the reported issue. It was unknown if any other endoscopes had been tested for microbial contamination. The date the issue was initially observed was (B)(6) 2023. The sampling dates and where the samples were taken from on the scope were not provided. The following details from the results were provided: 100 colony forming units (cfus) of gram-positive bacteria and 3 cfus of an unspecified bacterium were detected. Additional information, including copies of the test results and cleaning, disinfection and sterilization performed on the device was requested but was not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the bacteria detected could not be determined. It is unknown if there were any deviations in reprocessing from the instruction manual as the reprocessing information was not provided by the customer. Therefore, the relationship between the device and the initially detected bacteria could not be identified. The event can be detected/prevented by following the instructions for use: the reprocessing manual provides the following warning: an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The physical device evaluation has been completed. The device evaluation found the following: the insulation resistance value of distal end was out of standards due to the broken plastic distal end cover (c-cover); the suction cylinder was peeled off; switch 1 (sw1) was broken; the plug unit was broken; the angulation in the up direction was out of standards due to the worn angle-wire; the gap on upward/downward knob was out of standards due to the worn angle-wire; the knob torque of upward/downward knob on free exceeds standards due to the worn angle-wire; the image was partially dark due to the scratch on charged coupled device (ccd) lens; light guide (lg) bundle was abnormal: charged coupled device (ccd) lens was broken: light guide (lg) lens was broken; and the bending section cover (a-rubber) adhesive was detached. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information will be provided by the user facility.

Event description:
The customer reported to olympus that during a preparation for use, the colonovideoscope tested positive for an unexpected contamination. The unspecified diagnostic procedure was completed using a similar device with no delay. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.